Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 45 mg/dl. Customer was not using auto mode. Customer had physical job and causes him to drop low during his job. Customer stated that the insulin pump did suspend but feels like it should suspend. Troubleshooting was declined for low blood glucose. The insulin pump will not be returned for analysis.